Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a total knee arthroplasty and the bearing was revised 3 months after the procedure due to infection.